Event description:
It was reported that bd the following information was provided by the initial reporter: no label.

Event description:
No additional information.

Manufacturer narrative:
A device history record review was completed for provided material number 306574 and lot number 3354757. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. To aid in the investigation of this issue, fifteen (15) picture samples were received for evaluation by our quality team. Through examination of the pictures, one (1) syringe was observed without the barrel label. There are vision systems in place to detect the issue of missing barrel label. In this case, the defective syringe most likely resulted from a failure in the double rejection station after the vision system. If the syringe has no label, the rejection station must reject it. However, if there is a failure in the rejection, the station stops and the operator must check for the cause of the stoppage and remove any defective samples. Another possibility could be if a label gets stuck in the vision camera voiding its visibility and capability to reject syringes without labels. Based on the preventive measures in place, we believe the probability of this defect is very low with an unlikely chance of recurrence. At this time, further action has not been determined necessary. Our quality team will continue to closely monitor the manufacturing process for signs of this potential defect and any emerging trends.